Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 5023754/5023932/5024106/5024407, model/catalog description: linear 3-6 lead 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting adequate relief and was experiencing pain and discomfort at the lead and ipg site. The patient underwent an explant procedure and was doing well postoperatively.